Manufacturer narrative:
Conclusion summary: the hazard reported in this complaint was caused by damage to control wires which controls the deflection. This failure mode was attributed to use error rather than a material, component, or manufacturing deficiency. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the control knobs are moving on their own. The case was not able to be completed. No negative impact on the state of health for a human is reported. Since the device was used in a veterinary procedure, but an equivalent is available for human use (11272vh), we decided to voluntarily report this as a malfunction at least to the us FDA, however we do not report it as a serious injury, since no human was affected and the medwatch reporting system is originally designated for human health impacts.in addition, we see no systematic issue therefore no further action is required for the product right now.

Manufacturer narrative:
The affected device will be forwarded for further investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_(B)(4).